Event description:
It was reported that the insulin pump had a re-occuring button error alarm. The reporter did not know the blood glucose reading. No significant events leading to the alarm were observed. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Findings: there was a button error and no button response due to corroded keypad traces. The insulin pump was received with cracked case at display window corners, battery tube threads, reservoir tube lip, broken belt clip slot, minor scratches and a cracked display window.